Event description:
It was reported that while using 60 bd bbl¿ columbia agar with 5% sheep blood contamination was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " it was reported by the customer that the media product arrived contaminated."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using 60 bd bbl¿ columbia agar with 5% sheep blood contamination was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "it was reported by the customer that the media product arrived contaminated."

Manufacturer narrative:
H.6 investigation summary: complaint investigation. During manufacturing of material 221263, media is formulated and sent through a high temperature short time sterilizer to remove bioburden. The petri dishes are subjected to uv radiation to decrease bioburden. The petri dishes are filled in a positive pressure hepa filtered environment. The filled plates are cooled and immediately wrapped into sleeves to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The batch history record for batch 2083296 was satisfactory per internal procedures. The release testing that is performed on this product does include bioburden testing. A sample of plates are incubated at 25 degrees c and at 35 degrees c for approximately 72 hours. All bioburden testing performed on this batch was satisfactory per bd internal procedures. Affected product does not have any sterility claims; the product is tested for bioburden prior to release to ensure that it conforms to product specifications. However, this does not ensure that the end-user will not receive a contaminated plate. The complaint history was reviewed, and no other complaints have been taken on batch 2083296. Retention samples from batch 2083296 were not available for inspection. A total of 660 plates from batch 2083296 were returned in large box with as five unopened 100pack cartons (50 unopened sleeves, 500 plates), one opened 100pack carton (10 unopened sleeves, 100 plates) and 6 unopened sleeves in a box (carton numbers 0218, 0222, 0223, 0226, 0231, 0232). Prior to inspection, plates were incubated at 20 to 25 degrees c (30 sleeves) and 33 to 37 degrees c (36 sleeves). At three days incubation, plates were inspected and 0/660 plates had microbial growth (time stamps 2111, 2121, 2123, 2124, 2127-2129, 2312-2315, 2319, 2320). Six photos also were received for investigation. --one photo features a sleeve label from batch 2083296 for batch verification. --one photo shows a sleeve from batch 2083296 with what appears to be microbial growth in the bottom plate. --one photo shows the side of a sleeve with what appears to be microbial growth in the bottom plate. --two photos each show the bottom of a sleeve with microbial growth in the media of the bottom plate. --one photo shows the agar surface of an opened plate from batch 2083296 (time stamp 2122) with microbial growth. This complaint can be confirmed by the photos provided. This product does not have a sterile claim. No complaint trend for contamination has been identified for this product; no actions are indicated at this time. Bd will continue to trend complaints for contamination. Risk management file review assessed the potential risk for this defect as severity s1 per baltrmppmgenpuraph, rev 02, ID 6.13.